Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190. (B)(4).

Event description:
A customer alleged a discrepant flu b result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Originally, the patient sample generated a positive sars-cov-2, negative influenza a and positive influenza b result. The same sample was repeated on a different platform which was positive for sars-cov-2 and negative for influenza a and b. The initial results were not released and no harm was alleged. The patient sample was collected using a nasopharyngeal swab and vtm 3ml viral transport media m4 by remel. According to the method sheet, samples should be collected using: flocked or polyester-tipped swabs and immediately placed in 3 ml of copan universal transport medium (utm-rt) or bd¿ universal viral transport (uvt). An investigation was performed to evaluate the customer issue.

Manufacturer narrative:
PMA/510(k) # (B)(4) updated to: PMA/510(k) number is k111387 for the liat analyzer.